Event description:
It was reported that a device was in backup vvi during implant after external defibrillation was delivered. Loss of telemetry was also noted. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.